Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported to ms&s, the sales representative stated that a physician was attempting to place a 19 cm reliance xk and flushed both the venous and arterial lumens prior to placement. After placement the venous lumen had a blood return and worked well but the blood return and flow to the arterial lumen was sluggish. He stated that the catheter was repositioned without success. The catheter was removed by the physician and a new dialysis catheter was placed that performed well. The sales representative stated that it was placed on the right side. He stated that the catheter was repositioned. Ms&s stated that the arterial lumen may have been against the vein wall or fibrin may have form on that part of the catheter. No patient injury reported.